Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and renal failure ('kidney failure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), renal failure (seriousness criterion medically significant) and renal pain ("pain in the kidney area"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the back pain, renal failure and renal pain outcome was unknown. The reporter considered back pain, renal failure and renal pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : back pain, renal failure and renal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and renal failure ('kidney failure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), renal failure (seriousness criterion medically significant) and renal pain ("pain in the kidney area"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the back pain, renal failure and renal pain outcome was unknown. The reporter considered back pain, renal failure and renal pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : back pain, renal failure and renal pain." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.